Event description:
Healthcare professional reported that a patient was injected in the jawline with juvéderm® volux¿ xc. Over one year later, patient experienced a ¿huge golf ball size area of swelling¿ on one side. The patient had a non-device related ¿sinus infection¿ and was treated with augmentin. The patient was also given 3 vials of hylenex. Event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection, deemed not device related, is considered an unexpected adverse drug experience.